Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of a part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device produced a proximal pressure sensor autozero failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) of the event history of the device. The customer confirmed that they had verified good pin alignment between the autozero solenoids and the data acquisition (da) printed circuit board assembly (pcba). The rse advised the customer to replace the 3rd and 4th solenoids, and provided the part information for the solenoids. This investigation is ongoing.